Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The lead stored impedance measurements were reviewed and found to have been gradually increasing from 120ohms to about 140 ohms range over the past year. A defibrillation threshold (dft) test was performed and the results showed normal rv lead shock impedance measurement of 99 ohms. Technical services (ts) recommended for the rv lead to be replaced. At this time, this rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The lead stored impedance measurements were reviewed and found to have been gradually increasing from 120ohms to about 140 ohms range over the past year. A defibrillation threshold (dft) test was performed and the results showed normal rv lead shock impedance measurement of 99 ohms. Technical services (ts) recommended for the rv lead to be replaced. At this time, this rv lead remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received that reported that this rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The lead stored impedance measurements were reviewed and found to have been gradually increasing from 120ohms to about 140 ohms range over the past year. A defibrillation threshold (dft) test was performed and the results showed normal rv lead shock impedance measurement of 99 ohms. Technical services (ts) recommended for the rv lead to be replaced. At this time, this rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in (B)(6) 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.